Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer hit a cabinet and as a result the pump touch screen became shattered. In addition, the customer was unable to access the pump touch screen. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and insulin injections as alternate insulin therapy.